Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg+beta result was 4.3 miu/ml. The initial result was released outside of the laboratory but was questioned by the physician as the patient stated they were currently menstruating. On the same analyzer the same patient sample was retested and an hcg+beta result of <0.100 miu/ml with a data flag was obtained. On another cobas e411 the same patient sample was tested and an hcg+beta result of <0.100 miu/ml with a data flag was obtained. The hcg+beta result of <0.100 miu/ml was deemed to be correct. The hcg+beta reagent lot was 308599 with an expiration date of may-2019. The field engineering specialist checked the analyzer. He cleaned the sample/reagent probe, the sipper probe, and the outside of the analyzer. He confirmed the control results prior and after the event were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
Neither a general reagent nor instrument problem was identified. The investigation did not identify a product problem. The cause of the event could not be determined.